Event description:
Stapler locked while on the appendix, couldn't release. Unable to remove specimen through the endopouch bag. A 45 mm echelon endostapler was used to divide the appendix with a blue staple load. Using the same endostapler, the mesoappendix was divided at the base with a white vascular staple load. This misfired, and would not unclamp- electrocautery was used to assure hemostasis beneath this and the appendix was removed in its entirety. The staple lines were re-examined, and there was no evidence of leak or bleeding.